Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by hospital biomed that there was a general complaint of repairs required on pump module door latch sears. The biomed was not able to provide any specific details. This was reported to bd representatives during site visit. There was no patient involvement.